Event description:
It was later reported that the location of the occlusion/issue was not known. During the revision a new pump and spinal segment were implanted and the "old one is still in place."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a catheter revision due to an occlusion. The patient had presented with increased pain. A dye study was attempted, but no cerebrospinal fluid could be aspirated through the catheter. It was also noted that there was a volume discrepancy with the actual residual volume being greater than the expected residual volume. The drug used in this system was morphine.

Manufacturer narrative:
(B)(4).